Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Not returned.

Event description:
It was reported that the patient's right hip was revised. Pre-op diagnosis is "right hip pain, persistent following right tha¿" elevated cobalt is also cited. Intra-operatively some corrosion was noted at the stem/ neck junction. No corrosion or wear was observed at the head/ trunnion interface. The patient was revised to a restoration ha stem with another metal head. Rep provided some medical records and explant pictures, and confirmed that no further information will be released by the hospital or surgeon.